Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products; associated with MDR #'s 1225714-2014-00671, 00672, 00673 and 00674.